Event description:
Caller reported a minimum fill notification and attempted to load a new cartridge. The customer's blood glucose level did not exceed 500 mg/dl. Caller initially failed to resolve the issue by reloading the same cartridge, but after guidance from technical support, they successfully filled and loaded a new cartridge using the proper technique, allowing them to resume insulin delivery.